Event description:
It was reported to philips that system was unable to boot, stalling at start up screen. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on-site and confirmed that the system was unable to boot up. Analysis of the log file showed 'monitor unable to display live image, 'and the cause of the issue was found to be a malfunctioning x-ray pc. Upon troubleshooting, the fse could not confirm the startup status of the image processing computer (x-ray pc) at the time the issue occurred. To resolve the issue, the fse reinstalled the x-ray pc's operating system and applications. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.